Event description:
Information has been received based on review of a journal article "mid-term results of copeland shoulder cementless surface replacement arthroplasty from an independent centre". The article reports an experience of copeland shoulder cementless surface replacement arthroplasty (csra) and whether glenoid microfracture influences the progression of glenoid erosion; 112 csras were performed in 101 patients between 2002 and 2007. Further surgery was performed in 27 shoulders, including 15 revisions, eight arthrolyses and four subacromial decompressions. Revision to total shoulder arthroplasty was performed in 14, 10 for glenoid erosion; one each for loosening, periprosthetic fracture, deep infection, and chronic pain. One was revised to reverse arthroplasty for chronic pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.no product was returned. No conclusion can be made as to the cause of the events.(B)(4).